Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis could not reproduce to be related to the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage on distal end observed during testing that would have caused the failure. The instrument passed continuity test upon testing. The instrument was fully functional. There is a moderate amount of debris on the knife track.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument did not open or operate. The procedure was completed with no reported injury.